Event description:
A us distributor reported that an electrode belt's ecgs were non-functional

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) was confirmed. The lead 1 wire was broken in the c and d cable. The root cause was unable to be identified. There was no adverse event that resulted from the damaged belt.